Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus delivery anomaly was noted. The low reservoir alarm functioned properly. No low reservoir alarm anomaly was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is over delivering insulin and the bolus history may not be correct. The customer's blood glucose reading was 168mg/dl at the time of incident. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction but customer declined to troubleshoot for dripping insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.